Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted four yrs, was explanted due to calcification and high gradients. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped. All leaflets were stiff due to host tissue on the inflow and/or outflow. This finding is expected since the valve went through decontamination process that includes a high concentration of a tissue fixation and along with the blood contact are both known to cause stiffness of the tissue. The non-coronary cusp and free margin were elongated, possibly due to the stent distortion. All commissures were intact. Glistening off-white pannus extended along the inflow margin of attachment, into all inferior coaptive areas and 1 to 4.5 mm onto all cusps reducing the inflow orifice area. Tan thrombotic appearing host tissue filled and stiffened the left and right cusps. Radiography showed evidence of mineralization in the right cusp along the outflow margin of attachment, left right and right non-coronary commissures. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition. Stent distortion is likely due to pt anatomy and/or implant technique.